Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that shaft break occurred. A 3.50mm x 20mm emerge¿ balloon catheter was advanced for dilation. However, it was noted that the shaft broke in half. No patient complications nor injuries were reported.